Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the tip of the guidewire detached inside the patient. While the guidewire was advancing through the lesion, the device folded and twisted. When attempting to remove the device, the marker detached and remained inside the vessel. The rest of the device was removed from the patient without intervention.

Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the distal tip coil and corewire had been fractured and separated from the jacket and proximal section of the guidewire. It was noted that the corewire had been kinked at the location of the fracture. The combined length of the two guidewire sections is consistent with no missing material from the guidewire assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.